Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt implanted with lc-dcp plate and screw on an unk date had a broken plate eight months post op. Pt was returned to operating room for a re-operation. It is not known what the pt was revised to.

Manufacturer narrative:
Device not manufactured in the USA. The investigation could not be completed, no conclusion could be drawn as no product is entering the evaluation system.